Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's eval of a spectrum pump, functionality testing was completed. During the testing, the device failed to alarm for an upstream occlusion. There was no pt involvement.